Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00313.   It was reported that the patients leads had been fractured. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
A patient received a message "generator is not able to deliver the desired strength" was reported to abbott. It was also determined that the patient's leads showed high impedances. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.